Event description:
It was reported that a malfunction alarm, specifically malf 9, occurred, but no notable events preceded this issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump, assisted the caller with the process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again, which they agreed to do.